Event description:
(B) (4) - after an implantation time of about eleven months, oversensing was reported.

Manufacturer narrative:
(B) (4) - during the analysis of the lead, a deformation of the inner conductor helix was detected. The damage indicates that the inner conductor helix had been rotated without an inserted stylet. The cuts in the outer insulation and the deformed vcs shock coil are probably due to the explantation process. The analysis results did not provide any indications as to the cause that could have led to the clinical observation. No indications of material defects or manufacturing errors were found.